Event description:
As contrast was visualized at the distal end of the contralateral leg component of the excluder bifurcated endoprosthesis, the physician decided to place an extender. During deployment of the iliac extender component of the ebe, visualization of the distal marker was lost; the distal end of the extender was deployed into the external iliac, covering the right hypogastric artery. The physician does not plan any additional intervention for the patient at this time. Vessel occlusion is a known possible adverse event as stated in the IFU. Device positioning and deployment are clearly addressed in the IFU. There was no allegation of product deficiency made regarding this device.